Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : db4ba1000 h10 additional narrative: added: g3, h6 (patient). Patient code: no code available (3191) is used to capture limb asymmetry.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup was vertical and was in bad position. Taking out head, cup, taper sleeve. It was also indicated that the patient has a pending lawsuit for asr. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.